Event description:
Device report from japan reports an event as follows: it was reported that patient underwent open reduction internal fixation surgery on (B)(6) 2022, for olecranon fracture. During the procedure, the variable angle (va) locking screw was inserted but spun and could not be tightened. The surgeon tried to remove the screw with a driver; however, the screw was spinning and could not be removed. Therefore, the surgeon used an extraction screw and removed the screw. Then, the surgeon inserted a new screw to a different screw hole and tightened the screw. The surgeon commented that there was no issue with bone fixation. The surgery was completed successfully with approximately ten minutes delay. Patient was stable. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: part: 04.211.014s, lot: 9l67025, manufacturing site: werk selzach, release to warehouse date: 02 august 2022, expiration date: 01 august 2032, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.014 non-sterile lot: 811p229 manufacturing site: werk selzach release to warehouse date: 10 may 2022 supplier: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.